Event description:
During service, the field engineer found failure code 814:01 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention.